Manufacturer narrative:
Submit date: 06/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the device was broken into two parts. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review was not performed because there wasn't a lot number provided. One used sample was received for evaluation. The sample was visually evaluated. The sample was found to be clogged with dry formula along the pvc lines that obstructed the tube path at the valve level, no functional evaluation could be performed since the product could not be unclogged. A fault wasn't found to be related to manufacturing; possible root cause could be incorrect formula inside the tube or incorrect homogenization process for the formula but since the sample was received on inadequate conditions root cause could not be verified. No corrective actions will apply since failure mode was not confirmed related to manufacturing, it will be confirmed as unknown source. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record was not performed; no lot number was provided or available. No sample or picture was provided for evaluation. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigation. This complaint will be used for tracking and trending purposes.